Manufacturer narrative:
Device evaluation 1 unit of lot c2093835 of zib6-40-8-6.0 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 28 july 2025. Observations from the lab evaluation were as follows; stent was not returned red safety tag returned in place handle was in the pre-deployed position slight kink observed approx. 5cm from top of white tip device flushes with no issue 0.035-inch wireguide advances through device with no issue. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. An nc code (gen-130) (inner lining of flexor separated) was noted for 2 devices on the work order, however these parts were subsequently scrapped and would not have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, (ifu0040) which accompanies this device states the following ¿this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous transhepatic biliary drainage catheters and metal stents should be employed¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0040). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined, as the circumstances of use could not be replicated in the laboratory. However, a possible root cause might be attributed to the kink that was observed on the outer sheath of the device during the device evaluation. This kink could have impeded the normal deployment mechanism of the stent. The kink may be attributed to either anatomical factors or handling during the procedure, or a combination of both. Even though the user stated that the device was not tracked around a tight angle, bends in the bile duct may have caused the delivery system to kink. Also, it is possible that during use, excessive force may have been applied to the device, resulting in the kink seen in the outer sheath. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with another cook biliary stent. Complaints of this nature will continue to be monitored for similar events.

Event description:
Professor performed biliary stent implantation after ptcd drainage for a patient with primary bile duct cancer and bile duct obstruction. After the percutaneous stent delivery sheath was placed in the patient during the procedure, the head section of the stent was released smoothly during the release process, but the stent could not be fully released when the delivery rod was withdrawn. The stent was then retracted forward along with the delivery sheath and withdrawn from the patient. Prof. Analyzed the reason was that the stent was stuck with the delivery sheath during the release process, which made it impossible to apply this stent to complete the procedure. Prof. Replaced the stent with another cook biliary stent to complete the procedure. Prof. Has performed more than 100 biliary stenting operations with cook biliary stent without any technical problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information 23 jun 2025: can you please confirm tracking number for the return of the complaint device to cirl? We have asked the distributor to return the device as soon as possible, and the tracking information will be updated once available. Details of access sheath used (name, fr size, length)? No sheath was used, directly inserted. Was the device flushed through both flushing ports before the procedure, as per IFU? Yes details of the wire guide used (name, diameter, hydrophyllic)? Cook amplatz wire guide did the patient exhibit difficult anatomy? N/a, tortuous, altered (if altered, please indicate the procedure type (e.g.,cholodochjejunostomy) no, normal bile duct occupying lesions .replacement of another cook biliary stent successfully released for implantation was resistance encountered when advancing the wire guide to the target location? No was resistance encountered when advancing the delivery system to the target location? No how did the physician deal with the resistance encountered? N/a was the delivery system tracked around a tight angle in the patient anatomy? No, delivery system can pass through narrow sections normally was the delivery system damaged/kinked/twisted before or during the procedure? No l if yes, please specify: damaged, kinked, twisted n/a, l please specify when this occurred n/a, did the tip of the delivery system cross the target location? Yes was the handle pulled towards the hub during deployment? Yes was the delivery system pushed during deployment? Yes were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No these questions were updated by the distributer 20 aug 2025 was the handle pulled towards the hub during deployment? Yes was the delivery system pushed during deployment? No